Event description:
It was reported that the wire became jammed in the collet. When the scrub tech attempted to remove the wire, he sustained a puncture wound through his hand. The collet and pin had not been used at that point and were sterile. The wound was cleaned and (B)(6) was applied. The tech was able to return to work and there are no follow up treatments planned. The procedure was successfully completed as planned with a back up device.

Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.